Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that was suspected to be ruptured post implantation. The patient noticed that her right breast had lumpiness and was changing shape and appeared ¿squarish.¿ the patient felt pain in her right breast. The patient previously had a mammogram performed that was reported to be very painful. Rupture of the patient¿s right breast prosthesis was later diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on 22-sep-2023. During explantation surgery, it was observed that both breast prostheses were removed intact.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture of right breast prosthesis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).